Event description:
It was reported to boston scientific corporation that a percutaneous nephrolithotomy procedure occured in 2007. During the procedure when the physician was placing the boston scientific urological guidewire into the kidney, the physician felt some resistance. The guidewire broke into two pieces due to this opposition. The broken pieces of the guidewire were retrieved with a forcep device through the scope. The procedure was completed with other device. There were no patient complications due to this event.

Manufacturer narrative:
The device has not been received as of yet, therefore, an evaluation has not yet been performed. A failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event at this time. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The may 2007 15-month amlatz guidewire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.